Manufacturer narrative:
H3, h6) software data was received and analysis did not confirm the reported event. Logs captured that there were two sessions and did not capture any "corefile", no database issues, no "rabbitmq" error, no segmentation fault, no low performance, and no graphics processing unit (gpu) crash observed, but a lot of "cleared user-facing low-performance warning[s]" were observed on the date of issue. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. It was only suspected that the cleared user-facing low-performance warning might have caused the reported behavior. Previously reported codes b01 and c19 are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that  the system's touchscreen was not functioning properly. The site attempted to reboot the system and the system would not shut down. They had to hold the power button for about 3 seconds to get the cart to fully shut down. After they turned it back on, no issues were observed. Delay information was nor provided. There was no reported impact to the patient. Additional information was received stating that the reported issue occurred during a functional endoscopic sinus surgery (fess). There was no reported delay to the case. The system became unresponsive when loading a patient disc, not persay that the touch screen stopped working. The manufacturer representative was unable to replicate the it when they performed the system checkout.

Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0; product ID: 9735856. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.